Event description:
Pt with hyperemesis had midline catheter placed for hydration therapy. (Tpal 6-3). (Edc 7/21/95) after vein accessed and 3 inches catheter wire inserted, pt complains of headache and difficulty breathing, face became flushed. After waiting 5 minutes and instructing the pt on deep breathing the symptoms abated. Procedure of insertion was then completed. Catheter was removed 12/2/95; without complications.